Event description:
Boston scientific crm received information that the patient implanted with this device passed away. An allegation that the device did not work or react, and was misfunctional in attempting to shock the patient's heart.

Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. If he device is returned, the event will be updated. No additional information is available at this time. If additional information becomes available, the event will be updated.